Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as the customer was not using the pump at the time of the malfunction. Reportedly, the customer had an alternate pump available for insulin therapy.